Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (320mg/dl), after changing out the infusion site. Elevated bg levels were treated by delivering a correction bolus with the assistance of the customer¿s mother. Customer¿s bg levels had reportedly dropped back down to target level, at the time of the report. System check could not be performed with tandem technical support as the pump was not available.